Event description:
It was reported that prior to a stent treatment procedure, partial deployment of a stent occurred. As the 5.0x19x90cm express sd renal biliary stent was flushed and prepped for use, it was noted that the balloon appeared to be partially inflated and the stent partially deployed. The procedure was continued with another 5.0x19x90cm express sd renal biliary stent. No patient complications were reported and the patient status is good.

Event description:
It was reported that prior to a stent treatment procedure, partial deployment of a stent occurred. As the 5.0x19x90cm express sd renal biliary stent was flushed and prepped for use, it was noted that the balloon appeared to be partially inflated and the stent partially deployed. The procedure was continued with another 5.0x19x90cm express sd renal biliary stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the express sd catheter was received with no original packaging or other devices. The balloon was tightly folded, but the stent was partially expanded. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).